Manufacturer narrative:
Approximate age of the device - 2 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient presented to the emergency department. The device had a flow reading 0.0 lpm with speed of 5500 rpm. Log file analysis was performed and it was observed persistent low flow alarms with calculated flow of 0 lpm. The system controller was exchanged and there were still flows of 0 lpm. Patient was symptomatic of low flows and was on vasopressors and fluid boluses. Patient was found unresponsive at nursing home and expired on (B)(6) 2019. It was later reported that the pump was making a humming noise but still had a flow of 0 lpm. Analysis of the exchanged controller showed the low flow alarms occurred suddenly on (B)(6) 2019 and continued until the driveline was disconnected on (B)(6) 2019. During the low flow alarm condition the pump speed was at 5500 rpm until the driveline was disconnected at which point the pump stopped. The low flow alarms occurred on the backup controller as well. There was a minor spike in lvad-measured current during the event which quickly resolved and then dropped to a current that would be expected for zero flow at that speed. The echo cardiogram showed severe diffuse hypokinesis of the left ventricle (lv). Overall lv systolic function was severely impaired with an ejection fraction (ef) of less than 10% compared to the prior echocardiogram which was less than 30%. CT results showed a filling defect consistent with clot in the left coronary sinus of the sinus of valsalva. The filling defect measures 12 x 15 mm. There was also mild basilar interstitial thickening suggesting edema or congestive failure. There was also some basilar atelectasis. There was mild-to-moderate tricuspid regurgitation and severe right ventricular systolic dysfunction. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate 3 lvas. System controller event log file 85102357 contains data from 03may2019 at 14:55:27 through 10may2019 at 23:57:12. The pump speed did not drop below the low speed limit for the duration of the file. From the beginning of the file through 10may2019 at 21:55:30, the system appeared to be operating as intended with calculated average flow ranging from 2.4-5.4 lpm (average of approximately 4.9 lpm). On 10may2019 at 21:55:36, calculated average flow dropped suddenly to 2.2 lpm then 0.0 lpm. Calculated average flow remained at 0.0 lpm and the low flow hazard alarm was active for the remainder of the file. Around this time (21:55), the lvad event log file captured mean flow dropping to 0.0 lpm. The rotor displacement values also increased at this time. Pump was returned assembled with the pump cable intact. The intact modular cable was returned attached to the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were cut lengthwise and returned secured to the pump cover outlet port. The apical cuff was returned secured with the fully engaged cuff lock. Examination of the interior of the inflow cannula revealed a red-white, tissue-like thrombus formation near the distal end. Examination of the proximal side of the outflow graft attachment revealed a white-pink, tissue-like thrombus formation loosely seated within the attachment, partially extending into the outflow graft. Upon disassembly of the pump, red, tissue-like depositions were observed within the interior of the pump cover. Examination of the rotor revealed a red, tissue-like thrombus formation that was fully occluding the eye of the rotor and partially extending into each of the rotor¿s vanes. The thrombus formation within the rotor was well-formed but not strongly adhered to the pump¿s blood-contacting surfaces and showed no signs of laminated layering, suggesting that it did not form within the pump. Based on the deposition¿s lack of adhesion and the log file findings (sudden drop in flow coupled with a spike in rotor displacement), it appeared that it was ingested into the pump on 10may2019. The exact origin of this deposition could not be conclusively determined. The increase in rotor displacement values suggest that the thrombus was in contact with the rotor while the pump was running. Given that this thrombus formation was fully occluding the eye of the rotor, it would have caused the lack of flow through the pump. The depositions within the interior of the inflow cannula, sealed outflow graft, and pump cover showed no signs of laminated layering and were not strongly adhered to the blood-contacting surfaces. These depositions were not well-formed and appeared consistent with poor surface washing due to the interruption in flow. The exact origins of these depositions could not be conclusively determined. Upon removal of the observed depositions, visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.